Event description:
A pt that had been wearing the lifevest device since 2004 recently developed severe chronic dermatitis under all metal surfaces of the electrode belt. Nurse practitioner reported that pt did not seem to have a metal allergy. Cortisone cream did not affect or improve the rash. Pt was hospitalized due to this problem and device was removed. Nurse reported that dermatitis cleared after 2 or 3 days. Pt subsequently received an ICD 2 months later.